Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens on (B)(6) 2021 and the problem was resolved. The cause of the event was unknown.